Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae). It was reported that the trial patient could see the wire by the bandage site and believed it had come out of their back. They had contacted their clinician and was told to put a piece of tape over it. It was unknown if there were any environmental/external/patient factors that may have led to the issue. There were no diagnostics or troubleshooting performed for the issue. It was unknown if there were actions/interventions performed. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.